Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin squirted from the tubing during the manual prime process. The patient's blood glucose at the time of incident was 289 mg/dl. Troubleshooting was initiated and the customer confirmed that there were no compromised force sensor system alarms in the alarm history. Insulin continued to drip after letting go of the act button. The drive support cap appeared normal as well. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and error test. No prime/fill anomaly noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with a water fill test reservoir. Several boluses were programmed and delivered. The units left at display properly and match units left at test reservoir. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage noted on electronics assembly.